Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer lost consciousness while taking a shower. A manual correction injection was administered to address bg. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.